Manufacturer narrative:
Further device evaluation was conducted by a philip field service engineer. The device was inspected and underwent performance verification testing with no reproduction of the alleged malfunction and no failure or malfunction of the device to perform to manufacturer declared specifications noted. The device diagnostic report (drpt) was retrieved for review and analysis. Further investigation into the device drpt confirmed the event as described by the reporter. Multiple occasions of diagnostic code 1208 (oxygen unavailable) had occurred preceded by several occurrences of diagnostic code 1209 (low oxygen pressure). Further inspection of the v60 ventilator found the alarm volume to have been set to its lowest audible setting of 1. Based upon the information provided, the device functioned as designed during a low oxygen source pressure condition by providing audible and visual alarm notifications to the clinical end user. Due to the alarm volume being set to its lowest audible setting of 1, the alarm annunciation may have contributed to the delayed clinical end user response to the low oxygen source pressure condition and the patient injury. No malfunction or failure of the device to perform to manufacturer declared specifications has been noted. Root cause determination of the external oxygen source issue low pressure condition cannot be determined.

Manufacturer narrative:
(B)(6).

Event description:
While receiving therapy via the v60 ventilator, the device provided an alarm notification that no supplemental oxygen was being delivered to the patient resulting in a severe desaturation of peripheral oxygenation (spo2) to 54%. The device was in clinical and therapeutic use at the time of the event. It was noted that the therapy prescription was for CPAP (pressure unspecified) with supplemental oxygen of 90% fraction of inspired oxygen (fio2). The patient was receiving therapy for severe covid pneumonitis. During the event in question, it is stated that the device provided an alarm stating no oxygen was being delivered to the patient. Approximate amount of time without supplemental oxygen as stated by the reporter was approximately 30 minutes. During this period, the patient experienced a severe desaturation of spo2 to 54%. The patient was transitioned to a backup ventilator (make/model unspecified) upon which their spo2 recovered. No further injury or harm was noted during the event.